Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode silicone was sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a cholesteatoma. During revision surgery to remove it, the recipient's device was explanted. The recipient was reimplanted with an advanced bionics cochlear device on the contralateral side.

Manufacturer narrative:
The recipient is reportedly doing well.